Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon removing the PICC line and flushing a big hole about 2 inches up from the exit site was found.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed and was determined to be related to use. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample and adhesive residue on the extension leg. A circumferential split was observed in the catheter at the 11 cm depth marker. Many of the depth markers near the proximal end of the catheter were observed to be worn and faded. Evidence of kinking was observed on the catheter shaft near the 4 cm and 11 cm depth markers. A microscopic observation revealed the split was mostly straight with one corner that was slightly curved. The catheter material at the corners of the split was observed to be lighter in color, and wrinkling of the catheter material was observed near the edges of the split. The surface of the catheter material around the split was also observed to be dull, suggesting material wear. The fracture surface was observed to be mostly smooth with a granular texture. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that upon removing the PICC line and flushing a big hole about 2 inches up from the exit site was found.

Manufacturer narrative:
A lot history review (lhr) of recv0960 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv0960) have been reported from one united kingdom facility. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed and was determined to be related to use. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample and adhesive residue on the extension leg. A circumferential split was observed in the catheter at the 11 cm depth marker. Many of the depth markers near the proximal end of the catheter were observed to be worn and faded. Evidence of kinking was observed on the catheter shaft near the 4 cm and 11 cm depth markers. A microscopic observation revealed the split was mostly straight with one corner that was slightly curved. The catheter material at the corners of the split was observed to be lighter in color, and wrinkling of the catheter material was observed near the edges of the split. The surface of the catheter material around the split was also observed to be dull, suggesting material wear. The fracture surface was observed to be mostly smooth with a granular texture. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that upon removing the PICC line and flushing a big hole about 2 inches up from the exit site was found.